Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber tip break was not identified as the glass/metal cap were present on the fiber tip, and functional testing with the hene (helium-neon) laser fixture did not identify any signs of breakage along the fiber's length. However, analysis identified a distal circumferential fracture on the glass cap, and glass cap protrusion from the metal cap due to glue failure. Therefore, the event is confirmed based on the distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture and glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. The instructions for use tell the user to be careful not to bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. An overall conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a distal circumferential fracture in the glass cap. The glass cap was also protruding form the metal cap, indicative of fiber glue failure. The metal cap exhibited severe debris adhesion, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: analysis of the returned device did not identify the reported fiber tip break. Based on the observed distal circumferential fracture and glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The distal circumferential fracture and glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture and glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber stopped working and tip of the fiber was broken. The surgery was completed with another fiber without clinical consequences to the patient.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber stopped working and tip of the fiber was broken. The surgery was completed with another fiber without clinical consequences to the patient.